Event description:
Upon visitation to the facility, the nurse advised the rep that during a pcnl procedure, difficulty was experienced when a perc ncircle basket broke during surgery. It was necessary to use forceps to remove the device from the body of the patient. A replacement was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.